Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 24ga was found to have foreign matter located at distal end of catheter hub. The following information was provided by the initial reporter: foreign matter located at distal end of catheter hub.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 24ga was found to have foreign matter located at distal end of catheter hub. The following information was provided by the initial reporter: foreign matter located at distal end of catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-jun-2023. H6: investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample and photos. Analysis of the sample photos showed that a piece of black foreign matter (fm) was on the outer surface of the nose of the catheter adapter. Visual examination of the sample under 50x magnification found that the fm was a mixture of yellowish-brown gel-like substance, white materials, black fibers, and light blue fibers. The particulate underwent fourier-transform infrared spectroscopy (ftir) testing to determine the composition of the foreign object and the results showed that it was most likely old silicone and cellulose respectively. Bd determined that the cause of the failure was related to our manufacturing process. Silicone is used as a lubricating agent and is applied to both catheters and cannulas to assist in the insertion of the device during application. The fm observed was likely old silicone that accumulated on hard to see and reach surfaces of our manufacturing machinery, and it eventually separated from the surface and stuck to the product. An action plan has been proposed to retrain all production technicians involved in the manufacturing of this device to ensure manufacturing machinery is properly cleaned and maintained. Production records were reviewed, and this batch meets our manufacturing specification requirements.